Event description:
The handpiece overheated during a wisdom tooth extraction procedure and the patient received thermal burn injuries on both lower corners of their mouth. There was no medical treatment required at the time of the injury and the patient is believed to have healed normally without further medical treatment.